Event description:
On 3 separate occassions, (on 2 different pts) after the pt's port was accessed with the needle, the needle was noted to be leaking at the junction of the tubing and the needle. Required reaccessing the pt with new needle.